Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port failed to decouple from hub. The following information was provided by the initial reporter: the white needle would not retract out of the device. There were 6 total occurrences, 4 on (B)(6) 2025. Requester remarks: my xxx department came to me with a 20ga nexiva catheter (o#: 107456) that they have had issues with last friday. 4 out of the 16 patients they have used these on, the white part you take off has been extremely difficult to remove. I tried myself to take it off and I had to use all my strength. The lot# on these is 4267374. Now the rest of the ones they had used, they had no problem removing the tip and they were the same lot#. Today they brought me 2 more and explained they had the same issue. Customer response on (B)(6) 2025. Describe any patient harm, injury, complication or negative outcome that resulted from all the events. There was no patient harm when using this product. When the end piece was not easily removed, the department would bring the defected product to me. Which did result in having to open other packs of the same product till they found one that was not defective. In the initial email, it was mentioned as '2 occurrences on (B)(6) 2025.' Could you please confirm if these were two different patients or the same patient? These were two different patients.

Manufacturer narrative:
Investigation results: no photos displaying the reported defect or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards.

Event description:
No additional information.